Event description:
A complaint was received from a customer that reported part of the display is missing numbers. The customer was asked what portions of the display was missing. However, customer was uncomfortable in describing the observation. The unit will be returned for evaluation. In the meantime, a replacement unit has been provided.